Event description:
A customer reported to baxter (B)(4) of an administration set that was found leaking during an infusion. According to the pharmacist, the leak was at the level of the luer lock when the nurse was trying to connect the set to a stopcock. The product inside the set (non-baxter product) was leaking on the patient, but according to the pharmacist there was no clinical consequence. The pharmacist stated that now they are using the same batch number, but from another box and the problem has disappeared.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.